Manufacturer narrative:
Weight:unk, ethnicity:unk, race:unk h6: work order search found no similar complaints. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -9.0/1.5/107 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Output axis transmission error was noted. Reportedly, "the output axis was 111 not 11. Transmission error. Lens remains implanted.

Manufacturer narrative:
Additonal data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -9.0/+1.5/107 (sphere/cylinder/axis) into the right eye (od) on (B)(6) 2023. Reportedly "output axis transmission error". On (B)(6) 2023 the lens was explanted and later replaced with the same model/length lens and the problem was resolved. Additional information provided: "patient is happy". The reporter indicated the device did not fail to perform as intended. Cause details: "the output axis was 111° not 11°. Transmission error!". H6-health effect - impact code: "2199" should be removed and "4627" should be added. H6- medcial device problem code: "2993" should be added. Claim# (B)(4).